Event description:
PICC line placed. X-ray confirmed placement. When attempting to pull wire catheter had migrated into pt's upper arm. (Pt had been told to bend arm to stop bleeding from site). Tourniquet and pressure applied. Pt taken to interventional radiology for retrieval and replacement.